Event description:
Information was received that during use of this smiths medical cadd cassette reservoirs, problem with incorrect amount of drug being delivered to the patient was noted. It was reported that the delivery issue resulted in less than 90 percent of the drug being dispensed. No reported adverse effects.

Manufacturer narrative:
Cadd cassette reservoirs was returned for analysis. The sample received was visually inspected and no abnormality were detected; the other sample was received with a lot of residues inside the bag. The samples were visually inspected at a distance of 12" to 24" under normal conditions of illumination. The first sample was set for accuracy testing using a pump legacy plus and a balance mettler toledo to look for unusual function; test could not be performed in second sample due to the fact that the sample was not in condition to perform a functional test since foreign matter was detected into the fluid path. No discrepancies were detected in the first sample; successfully passed. No actions are required since the complaint was not confirmed; however, production personnel was notified by quality engineer as awareness of the defect reported by the customer. No fault found.